Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 21mm valve was explanted after an implant duration of 1.37 months due to unknown reasons. The same model and size device (a 3000j21) was implanted as a replacement. No further details were provided.

Manufacturer narrative:
The device was explanted due to infective endocarditis. The source and type of infection were not provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Sales rep has confirmed with the customer that the patient expired after explant of this device. The customer also commented that the death was not device related. Cause and date of death are unknown. No report of an autopsy and no additional information has been provided by the hospital.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review is currently in process. The device will not be returned as it was discarded at the hospital. There are several reasons why a valve is explanted and replaced. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Without the additional event information or return of the device for evaluation, we are unable to determine the root cause for explant of this device.